Event description:
Caller reported a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to wait until prompted to remove the used cartridge, which the caller understood and acknowledged.